Manufacturer narrative:
Concomitant medical products: product ID 355024, lot# n310984, implanted: (B)(6) 2014, product type: accessory; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported turning stimulation on 2 days after leaving a hospital and it caused zaps and she had not used stimulation since. Relevant medical history included non-malignant pain. Follow-up with the healthcare provider reported no additional information pertaining to this event.